Event description:
In july 1997, patient fell in front of house. Dall miles plate implanted on 07/09/1997. Patient could not stand on leg. X-rays on 09/16/1997 showed plate broken in two peices. Dr. Removed broken plate on 09/19/1997 and replaced it on same day. There was no adverse consequence for the patient reported